Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73a1800596 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while using this applier, the clips broke during a cholecystectomy via laparoscopy. To solve the issue, we used another applier from a different lot number. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference file pic_anp1900061055 for investigation photos. This sample was inspected with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were found. Although the remaining clips were all able to fire properly, the broken ratchet ears could cause the clips to become out of position in the channel and stack other remarks: on one another could cause a clip to break in the channel and could prevent clips from properly loading into the jaws. It could not be determined why the ratchet ears broke. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips broke in use" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, all of the remaining clips were able to properly load into the jaws of the device and were successfully applied to over-stressed surgical tubing. None of the remaining clips were broken. However, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Although the remaining clips were all able to fire properly and no clips were broken, the broken ratchet ears could cause the clips to become out of position in the channel and stack on one another. The clips stacking on one another could cause a clip to break in the channel and could prevent clips from properly loading into the jaws. Therefore, a defect was confirmed with the returned sample. It could not be determined why the ratchet ears broke. The root cause of this complaint issue is undetermined.

Event description:
It was reported that while using this applier, the clips broke during a cholecystectomy via laparoscopy. To solve the issue, we used another applier from a different lot number. There was no patient injury.